Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the patient and new orders was not crossing to the station. A technical support specialist provided the findings to the customer to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a patient and new orders was not crossing to the station. The customer reported that there was a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.